Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and atrial arrhythmia. It was also reported that the right atrial (ra) lead exhibited high threshold and under-sensing. It was further reported that atrial arrhythmia appears to continue after anti-tachycardia pacing (atp) declared successful. The ra lead remains in use. No further patient complications have been reported as a result of this event.